Event description:
Customer reported erroneous differential test results were obtained for one patient sample when using the coulter lh 500 hematology analyzer. Erroneous test results were reported out of the laboratory. The physician questioned the results and the sample was retested. A manual blood smear differential was performed. Corrected report with results of the manual blood smear differential was issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Controls were run in the morning before the event and recovered in range. Raw data was requested but was not available. Service went on site and verified instrument performance. Root cause is unknown but may be sample related. All sample runs generated suspect messages to alert the operator for further review. Product labeling: all sample results with suspect messages automatically appear in the review folder. Review the sample according to your laboratory's procedures. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for additional reportable events.